Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the clinician observed that a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The anterior electrode was returned to zoll medical corporation; visual evaluation of the returned anterior electrode observed the frayed detached high voltage wire from the posterior electrode. Due to the posterior electrode not being returned for evaluation, we were unable to determine how the high voltage wire was detached. The customer was sent replacement electrode pads. Analysis for reports of this type has not identified an increase in trend.